Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the esr submitted by an abbott representative. The account requested a software upgrade on the patient¿s controllers with a low flow hazard alarm threshold set to 2.0lpm. According to the account, the updated software was successful on both primary and backup controllers. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jul2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site requested a low flow controller upgrade and the upgrade was performed on (B)(6) 2020 with no issues. It was also reported that the observed low flow alarms were due to a preexisting issue identified, patient has known papillary muscle intermittent obstruction with recovered ejection fraction. The patient was reported as stable and asymptomatic. The device operated as expected.